Event description:
Reporter stated the buttons on the infusion device do not function correctly. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4).